Event description:
Additional information received reported the patient experienced increased pain and decreased mobility and the cause of the event was catheter migration/ dislodgement/ "catheter misplacement.¿ it was noted the pump contained fentanyl, bupivacaine, and dilaudid and the start date was (B)(6) 2014 and the end date of the drugs contained in the pump during the event was (B)(6) 2014. A MRI and catheter study was performed, the catheter was replaced, and the issues resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported at some point during a catheter aspiration, abnormal color fluid was found. The patient was sent for tests, an MRI, and apparently the catheter was no longer in the intrathecal space. There were no patient symptoms or complications reported. The patient stated they did not experience any withdrawal symptoms. The catheter was explanted and an ascenda catheter placed. The patient status at the time of the report was indicated as alive no injury. The pump was used to deliver fentanyl. Additional information later reported tissue from the pump pocket was sent for cultures, no fluid was sent. The reporter assumed the patient was doing well as they have had no update on the patient.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type catheter. Product ID 8590-1, lot# n394694, implanted: 2014-(B)(6), product type accessory. Product ID 8596sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).